Event description:
User facility reported: during a right and left coronary catheterization, it was suspected that air was injected into the pt. The physician connected the catheter to the high-pressure tubing and flushed the tubing and catheter with contrast media to clear the tubing and catheter of air. Upon the first injection of contrast media into the pt, the pt experienced chest pain and st segment elevation of a duration of several minutes. The pt's condition after the event was stable and the pt reportedly recovered the same day. There was no air visible on the angiographic imaged, but due to the pt clinical symptoms, it was assumed that air had been injected into the pt due to air not being completely flushed from the high-pressure tubing or catheter. Worldwide case ID: (B)(4).

Manufacturer narrative:
The acist angiographic contrast injection system, model cvi, was returned to acist on (B)(4) 2013, for testing. The injection system was functionally tested and met the pre-established specifications. There is no evidence of device malfunction based on the data from the analysis of the injector. The consumable kits used during the event were discarded by the hospital; therefore, no analysis could be made of these items. A copy of the cine-angiogram has been requested from the user facility. A follow-up report will be submitted upon receipt and review of the cine-angiogram.